Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "low he" gas alarm. The patient was not switched to another iabp and therapy was continued. The he cylinder could not be removed due to corrosion on the tighting bolt. No patient injury was reported. The customer reported that was several other iabp that had corrosion on tighting bold: (B)(4).

Manufacturer narrative:
The company representative inspected and confirmed the complaint. The helium yoke and bolt (part number 0103-00-0404) was replaced the iabp was returned to the customer. All returned parts showed the signs of rust. Since the valves were old (> 5 years) and were not individually marked, no further evaluation of the returned parts was performed. (B)(4).